Manufacturer narrative:
The beckman coulter field service engineer (fse) trimmed and reattached the tubing to resolve the leak. Failure mode of the event is attributed to a disconnected tubing 207 at port 7 on the bsv. Beckman coulter internal identifier for this report is (B)(4).

Event description:
A beckman coulter field service engineer (fse) reported that approximately 10 ml of liquid leaked from a disconnected tubing attached to port 7 on the blood sampling valve (bsv) of the coulter lh 750 hematology analyzer. The fse stated that the leak was contained within the instrument. The fse indicated that the operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no impact to patient results and no change or effect to patient treatment in connection with this event.